Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported a sensor which was registering a sphb value as number and trending information. Suddenly stopped registering any information. Sensor and site checked as was connections of cable. Nothing had dislodged, disconnected or was obstructed. Sensor only replaced and problem resolved. No consequences or impact to the patient were reported.

Manufacturer narrative:
The returned sensor was evaluated. During inspection, the sensor passed visual inspection but failed continuity testing due to an open connection in the emitter assembly. When connected to a device, a "replace sensor" error message was displayed., was updated from a blank field to "rainbow r1 25" (B)(4). Was updated from a blank field to "05/07/2018".

Event description:
The customer reported a sensor which was registering a sphb value as number and trending information. Suddenly stopped registering any information. Sensor and site checked as was connections of cable. Nothing had dislodged, disconnected or was obstructed. Sensor only replaced and problem resolved. No consequences or impact to the patient were reported.